Event description:
A resident got out of bed and apparently the alarm did not sound. The resident fell, which resulted in a hip fracture. The fracture was surgically repaired.

Manufacturer narrative:
A female was in a bed that was connected to a sensing alarm. At one point, the pt apparently got up and she fell. She fractured her hip. The alarm did not sound when she got up. The hip was surgically repaired without complication. The alarm was evaluated. It was manufactured in 2004 and has a 2 year warranty. A cord was also sent by the facility for evaluation but was not a medline labeled cord. The left connector which connects it to a nurse's station was broken and the right connector which connects it to the mat also had a piece broken off. It was difficult to maintain a consistent connection. When connected to a mat, the alarm detected a presence but did not give a signal when weight was removed from the sensing mat. It was determined the cord's broken connectors caused the alarm not to sound. These breaks were visually apparent and as a result, the cord should not have been used.